Event description:
The facility reports that resident was lowered to the floor during a transfer using the lift when one of the clips on the sling broke. The resident was lowered to the floor and the sling removed. The staff used another sling to lift the resident up. The sling that was used during the incident was discarded by housekeeping to "get it out of circulation." All slings were checked and the ones found bad were discarded.

Manufacturer narrative:
The lift involved was inspected by an arjo rep and was found to have dents and scratches, but was verified as being functional. No deficiency was alleged on the lifter by the facility personnel. The sling involved was discarded. As such, the manufacturer cannot establish with certainty that the sling was of arjo manufacture or branding. No failure investigation could be carried out on the sling or clips. From previous related complaints, the general conclusion of the investigation is that the clip has been deformed before the use directly related to the incident occurred, and that because of this deformation outside of the intended use (e.g. By a washing press), the clip gives way during intended use. The use of external force outside of intended use in the form of a washing press is warned against in both the label and the guidelines for use supplied with each sling. These guidelines also indicate that the clips are to be checked before each and every use for damage and wear. The manufacturer could not investigate the broken part and, therefore, cannot come to a definitive conclusion of the root cause of the incident. The sling manual and sling washing label warn against misuse. Apart from the correction of the broken part, no corrective actions are possible towards the product, but complaint trending will be monitored for possible future actions. The manufacturer strongly suggests the users of the sling at the facility be retrained against the lifter opi.